Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with angina. Vascular access was obtained via the right femoral artery. The 80% stenosed, 15mmx2.75mm eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. Following insertion of a 3.5 non-bsc guide catheter and crossing a non-bsc guidewire to the target lesion, pre-dilatation was performed using a 2.25x12 emerge balloon catheter. A 2.75x16 synergy¿ drug-eluting stent was then slowly advanced to treat the lesion, however, the physician met resistance due to the very tortuous aorta. When the stent suddenly advanced easily, the physician realized that there was something wrong and decided to remove the device. It was then noted that mid portion of the stent shaft was broken and that only the proximal portion of the shaft came out. Fluoroscopy ascertained that the other half of the device was still in the guide catheter. The guide catheter, with the stent intact inside, was then removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis together with a non-bsc guide catheter. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 776mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with angina. Vascular access was obtained via the right femoral artery. The 80% stenosed, 15mmx2.75mm eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. Following insertion of a 3.5 non-bsc guide catheter and crossing a non-bsc guidewire to the target lesion, pre-dilatation was performed using a 2.25x12 emerge balloon catheter. A 2.75x16 synergy drug-eluting stent was then slowly advanced to treat the lesion, however, the physician met resistance due to the very tortuous aorta. When the stent suddenly advanced easily, the physician realized that there was something wrong and decided to remove the device. It was then noted that mid portion of the stent shaft was broken and that only the proximal portion of the shaft came out. Fluoroscopy ascertained that the other half of the device was still in the guide catheter. The guide catheter, with the stent intact inside, was then removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.